Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the d3 was shorted in the electrode belt ECG "d". The root cause for the shorted d3 was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the electrode belt's ECG electrodes were non-functional.